Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced hypoglycemia with symptoms described as difficulty speaking, fatigue, difficulty moving, and a loss of consciousness and was unable to self-treat, requiring non-hcp third-party administration of sugar water for treatment. Reportedly, emergency services were called but no further information was provided. There was no report of death or permanent injury associated with this event.